Event description:
It was reported that a patient experienced a non-union of a femoral allograft. The implanted synthes nail (maximum size commercially available) has penetrated into the patient¿s knee joint causing increased pain. The surgeon confirmed that the nail is destroying the articular cartilage. Per the surgeon, the patient will need to be revised with a different size custom device in order to prevent complete destruction of the native knee joint. This report is for one (1) unknown nail. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient date of birth and weight are unknown. Date of postoperative non-union and device migration is unknown. This report is for one (1) unknown nail. It is unknown if the complainant nail will be returned for manufacturer review/investigation. (B)(4) articular cartilage damage. PMA/510(k): unknown, as the specific part and lot numbers for the nail were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.